Event description:
The patient was undergoing a stent assisted coil embolization procedure to treat an aneurysm located in the left interal carotid artery (ica). Stent delivery was "difficult" as the lesion was curved and the stent prematurely deployed before reaching the target lesion. Another of the same device was used to complete the procedure without any patient complications. Patient is "stable".